Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower, the drawer 5 was failed to open and required maintenance. While trying to recover, the firing mechanism was clicking frequently. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower, the drawer 5 was failed to open and required maintenance. While trying to recover, the firing mechanism was clicking frequently. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jul-2023and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door had failed. The field service engineer (fse) inspected and found that the item had fallen behind a bin, causing the bin to press against the left side of the door. This pressure was enough to interfere with the latch mechanism, preventing it from opening. The fse positioned the bin properly and the door was closed, everything aligned correctly, and the door became functional again. The fse verified the functionality of the unit, and it was confirmed to be working properly now that the new bins were no longer pushing on the door. The system functioned as intended after the field service engineer repaired the device.